Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is alleged through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2006 where she was implanted with a styrker hip system. It is further alleged that more than one year after implantation, the plaintiff began to experience discomfort in her left hip. Further diagnosis workup revealed the presence of metallosis and trunnionosis, along with soft tissue inflammation. Based on this finding, the patient's left hip was then revised on (B)(6) 2015.